Event description:
Patient reported left side "rupture and leakage of silicone", "deformation", "headaches" which is not device related, "breast burns and vagal discomfort". Ultrasound identified an "8cm periprosthetic effusion". Device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.